Manufacturer narrative:
The complaint is confirmed for one (1) of one (1) returned rdctn scrdrvr path nxt (pn: 3558-2) for the failure of tip fractured. The severity of this event is 1 (rmf-sp0028-0059). Medical records were not provided for review. As the fracture occurred on only one side of the hex, it is likely that the force was applied slightly off-axis and exceed the mechanical strength of the device. Per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any previous actions or recalls or product holds. There were 0 (zero) other complaints for similar events (screwdriver tip strips / breaks) related to the same part number or any associated lot numbers in the 12 months leading up to the notification date through to the present. This device is used for treatment. Reported event is not related to a combination of products; therefore a compatibility review is not applicable.

Event description:
It was reported that during the procedure, the tip of the screw driver fractured while implanting a screw. The tip was retrieved and the screw was reported to be implanted correctly with no reported patient harm.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure, the tip of the screw driver fractured while implanting a screw. The tip was retrieved and the screw was reported to be implanted correctly with no reported patient harm.